Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803. Customer returned 1 puendo4 in a bag broken. Serial number on tip indicated batch number 0000225941. Using microscope visually checked tip. No manufacturing defects or markings were noted on instrument. Customer indicated they were not sure what speed was being used at time of breakage. Dfu recommended power settings for the puendo4 indicates minimum 1 and maximum 5. Several factors may contribute to breakage of tips, such as number of uses, intensity, and pressure. All of these may affect the longevity of the tip. It is recommended that the tip be at treatment site before engaging power. Root cause of breakage cannot be determined.

Event description:
In this event it was reported that a proultra endo tip #4 broke during use; no injury resulted.